Manufacturer narrative:
Manufacturers ref# (B)(4). Blank fields on this form indicate the information is unknown or unavailable. G4) similar to device marketed under PMA/510(k): p140016. Investigation is still in progress. This report is required by the FDA under 21cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Description of event according to study: indication for procedure: thoracic aortic dissection type b. From follow-up 1-month: is there any evidence of thrombus? Yes. Is there evidence of device issue(s)? No. The patient had also a type a dissection. The patient was treated with endovascular and open repair for the dissection ((B)(4)). Patient outcome: the complainant did not report any adverse effects to the patient due to this occurrence.

Manufacturer narrative:
Manufacturers ref# (B)(4). Additional information received 06mar2025 states: "the site changed the response on the 1-month follow-up question about thrombus, and it now says no evidence of thrombus". As the alleged event is no longer reported by the site, the event is no longer considered reportable as it does not meet the definition of a reportable complaint. This report is required by the FDA under 21cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Additional information received 06mar2025: the site changed the response on the 1-month follow-up question about thrombus, and it now says no evidence of thrombus.